Event description:
An optometrist reported that a patient presented on the 29th day of wear of focus night & day contact lenses experiencing moderate pain & watery discharge in her left eye. She had been successfully wearing this modality since 2002. She was referred to an ophthalmologist for treatment of a central corneal ulcer, presumed to be infectious. Treatment consisted of tobramycin, 1 gtt per hr for 1 day and vigamox, 1 gtt per hr for 1 day. The optometrist reported that the patient was back under his care with steadily improving visual acuity (20/25 prior and 20/30 currently) and scar fading. Contact lens wear has resumed and prognosis is good. No further information is available.